Event description:
It was reported that "buttons are sticking, it seems to me will start rotation and continue to rotate." No injury reported. A field engineer was dispatched to the site and determined that the button assemblies on the c-arm needed to be replaced. Once this was completed, the system was working as intended.